Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 292 mg/dl, and the meter bg reading was 40 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 39 mg/dl and they lost consciousness. Customer required assistance checking vital signs, consuming glucose tablets and giving a glucagon injection to address bg level. Reportedly, customer went to the emergency room (ER) and "declined treatment and declined to be admitted to hospital" while in the ER. Customer was released from the ER 5 1/2 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.